Event description:
It was reported, ¿on (B)(6) 2014, dr (B)(6) used the nim eclipse sd system (ec lc+opm660+nccpu-it) to monitor the mep in a case of scoliosis. The day after (B)(6) the surgery, the customer informs that the patient wakes up from the surgery with muscles issues on both legs. During the surgery the system works properly.¿ the patient had an additional procedure to reduce the complication and is undergoing therapy. She has movement in both legs at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant devices: computer nccpu-it notebook (B)(4), 510k: k061639 , serial # (B)(4), lot# 205727881, manufacture date: 2012-02-23, module opm660, patient- 510 (k) - k050798, serial # (B)(4), lot# 1699788, manufacture date: 2011-05-12, electrode mep1001 keyed corkscrew- 510(k) - k050194, lot# 140117009, manufacture date: 2014-03-24, expiration date: 2017-01-16, electrode nre1003 sd needle recording- 510(k) - k850108, lot# 140117009, expiration date: 2016-10-16. PMA 510(k). Device not cleared in us, but similar device is available. The product will not be returned for analysis. Method: no testing methods performed (B)(4).